Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced unspecified cartridge issues. Subsequently, the customer was hospitalized. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.